Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that four infusion sets cannulas were kinked within 3 hours of insertion at abdomen and thigh on (B)(6) 2025, which resulted in elevated blood glucose (536 mg/dl), therefore patient had replaced infusion set. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.